Event description:
Pt underwent a heart operation and sustained a burn and/or hematoma following removal of the electrosurgical pad. It was reported that the size of the injury was approximately the entire size of the electrosurgical pad. No specific treatment information was reported to 3m; treatment was only specified as wound/hematoma care. The pad was correctly placed on the pt and an iodine based disinfectant (betaisodona) was used on the pt. 3m notes that chemical burns may occur under a pad if any iodine prep product runs under the electrosurgical pad. However, it is unclear from the hospital's report if the iodine prep actually came into contact with the electrosurgical pad, therefore no conclusion may be drawn about whether the pt also received a chemical burn. 3m's product insert directs the user to ensure the pad application site is clean, dry and free from hair to minimize the risk of burns. It was also reported that the surgery was performed using a heart-lung bypass and lowered body temperature. In addition, the pt had previously been on long term cortisone therapy. The hospital concluded that the prior cortisone treatment combined with low body temperature created a situation where the pt's skin was extremely fragile (like parchment) and could not withstand the mechanical stresses incurred when the pad was removed.